Manufacturer narrative:
(B)(4) is the code used to describe cardiac event, as there is no other code that best fits cardiac event. This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired. It was alleged that the event occurred due to the patient's exposure to the product administered during dialysis treatment.